Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12709. It was reported the patient reported that he received over stimulation and ineffective therapy when the scs system was being used. Also, the patient has not charged the ipg was recommended, as a result the ipg is depleted. The physician explanted the ipg but left the lead in situ.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.